Manufacturer narrative:
Device evaluation: the customer sent again the v60 vent to the international service center for repair. The technician on (B)(6) 2017 reconfirmed that the capacitor c162 on the cpu board was burn out. Resolution and disposition: cpu board was replaced. The cpu board was sent to the us v60 vent manufacturing facility for testing and evaluation.

Manufacturer narrative:
Device evaluation: cpu board was received at the v60 vent manufacturing facility for evaluation. Visual inspection showed that capacitor c162 on the 35v supply line was burnt and damaged. The damaged capacitor c162 on the cpu board indicates that it had developed an electrical short that caused the ventilator 35v line to fail and caused the check vent auxiliary alarm supply failed. The excessive current through the capacitor caused overheating and the odor noticed by the customer. When the capacitor disintegrated the short was reduced to a partial short (350 ohms measured) which made the ventilator function again. Resolution and disposition: c162 was replaced. Cpu board was installed in a test v60 ventilator, all tests passed. The root cause for the customer's report of unit alarmed/became inoperative/had a burnt smell was due to the burned and disintegrated capacitor (c162) that shorted, causing the 35v supply line to fail and triggering the reported alarm. Failure of the unit and burnt smell.

Manufacturer narrative:
Device evaluation: the manufacturer¿s international service technician was unable to confirm or duplicate the reported issue. During review of the diagnostic report, check vent: auxiliary alarm supply failed occurrence was identified. Inspection of the cpu board ( central processing unit) revealed a burnt component (c 162).

Event description:
The international customer reported that during use of a v60 vent in the ICU (intensive care unit), an alarm occurred. When the nurse arrived, the v60 vent became inoperative. The unit was replaced with another same product. The unit replaced had burnt smell. Intermittent vent use, in daytime and night time, duration of use - 1 day prior to the incident. Unit was being used on a patient at the time the reported issue occurred; however, there was no patient harm.

Manufacturer narrative:
International service center did not receive approval on estimate from the customer, so the repair has been cancelled and the unit will be returned unrepaired.